Manufacturer narrative:
(B)(4). Device was discarded.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 with the homechoice (hc) machine during dwell 2 of 8. Per the home patient's (hp) mother, the supply bag disconnected, so she closed the patient line. Solution was leaking from the dropped supply bag. The technical service representative (tsr) explained the alarm and helped the mother to clear the alarm and get the cassette out. The mother would reset the hc with a new cassette and start therapy over. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp's mother on (B)(6) 2010. She stated that the bag was sitting on the table and fell off because the table was shaking. The mother stated that the hp was doing fine and was continuing therapy on the cycler with no problems. Product surveillance spoke with the hp's mother on (B)(6) 2010. The mother gave the lot number of the cassette.